Manufacturer narrative:
Investigation summary: the 343 representative samples were subjected to visual inspection. The 343 representative samples passed the visual inspection. No abnormality was observed. Our quality engineer inspected the returned units and could not identify any manufacturing related defects or abnormalities. A device history record review was performed and showed no non-conformances associated with this issue during the production of all the potential batches in the samples returned. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that resistance was felt while attempting to remove the bd venflon¿ pro safety shielded IV catheter, where the cannula broke off from the hub and remained inside the patient's forearm. An ultra sound scan was performed, where the broken plastic piece was observed to have moved to the shoulder, requiring removal in the operating room. 8023204p48, 8109058p41, 8262092p41, 8261259p48, 8229378p41, 8173164p41, and 8299990p41 were reported as possible lot numbers, but it is unknown which one was involved in this event. Additionally, this complaint was created to capture the 2nd of 2 reported catalog numbers reported for this event, as it is unknown which one was used. The following information was provided by the initial reporter: staff member in ward 220 was removing 18ga green bd pro safety venflon cannula from patient that was inserted in theatre. Resistance was felt when removing the cannula and the internal clear plastic lumen broke off from the external part of the cannula and remained inside the patient. Escalated to medical staff and discussed with vascular team. Decision taken to perform ultra sound scan. Plastic had moved from forearm to shoulder. Patient required to be returned to theatre for removal. Customer provided 2 catalog number 391453 and 393227, used in hospital, unknown which one was used on the patient. Possible batch numbers: 8023204p48, 8109058p41, 8262092p41, 8261259p48, 8229378p41, 8173164p41, or 8299990p41.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8023204p48, medical device expiration date: 2021-01-31, device manufacture date: 2018-01-03. Medical device lot #: 8109058p41, medical device expiration date: 2021-04-30, device manufacture date: 2018-04-19. Medical device lot #: 8262092p41, medical device expiration date: 2021-08-31, device manufacture date: 2018-09-19. Medical device lot #: 8261259p48, medical device expiration date: 2021-09-30, device manufacture date: 2018-09-18. Medical device lot #: 8229378p41, medical device expiration date: 2021-08-31, device manufacture date: 2018-08-17. Medical device lot #: 8173164p41, medical device expiration date: 2021-06-30, device manufacture date: 2018-06-22. Medical device lot #: 8299990p41, medical device expiration date: 2021-10-31, device manufacture date: 2018-10-26. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that resistance was felt while attempting to remove the bd venflon¿ pro safety shielded IV catheter, where the cannula broke off from the hub and remained inside the patient's forearm. An ultra sound scan was performed, where the broken plastic piece was observed to have moved to the shoulder, requiring removal in the operating room. 8023204p48, 8109058p41, 8262092p41, 8261259p48, 8229378p41, 8173164p41, and 8299990p41 were reported as possible lot numbers, but it is unknown which one was involved in this event. Additionally, this complaint was created to capture the 2nd of 2 reported catalog numbers reported for this event, as it is unknown which one was used. The following information was provided by the initial reporter: staff member in ward 220 was removing 18ga green bd pro safety venflon cannula from patient that was inserted in theatre. Resistance was felt when removing the cannula and the internal clear plastic lumen broke off from the external part of the cannula and remained inside the patient. Escalated to medical staff and discussed with vascular team. Decision taken to perform ultra sound scan. Plastic had moved from forearm to shoulder. Patient required to be returned to theatre for removal. Customer provided 2 catalog number 391453 and 393227, used in hospital, unknown which one was used on the patient. Possible batch numbers: 8023204p48, 8109058p41, 8262092p41, 8261259p48, 8229378p41, 8173164p41, 8299990p41.